Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the arm on 03/29/2025. On 04/01/2025, it was reported that the patient experienced an adverse event issue where they felt lethargic, thirsty and was frequently urinating. The patient experienced the symptoms first before she was aware that the sensor fell off. Patient was aware that the sensor fell off while still at the hotel were she stayed (also on 04/01). When the patient experienced the symptoms they were trying to check for the readings but there were no cgm readings on the device and that's when she realized that the sensor was no longer attached to her body. And because of that, the device was not able to give an alert/alarm that the reading was high because there was no reading at all. No fingerstick was taken at that time. Sensor was still working fine before it fell off. So, then she was taken to the hospital by her son. There, a blood glucose reading was taken which was 1100 mg/dl. The patient was treated with intravenous insulin. She remained there for 5 days. She was released on 04/06/2025. At the time of the report the patient was feeling fine. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction. H6 medical device problem code - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that wearable overpatch adhesion issue occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced an adverse event issue where they felt lethargic, thirsty and was frequently urinating. The patient experienced the symptoms first before she was aware that the sensor fell off. Patient was aware that the sensor fell off while still at the hotel where she stayed (also on (B)(6)). When the patient experienced the symptoms, they were trying to check for the readings but there were no cgm readings on the device and that's when she realized that the sensor was no longer attached to her body. And because of that, the device was not able to give an alert/alarm that the reading was high because there was no reading at all. No fingerstick was taken at that time. Sensor was still working fine before it fell off. So, then she was taken to the hospital by her son. There, a blood glucose reading was taken which was 1100 mg/dl. The patient was treated with intravenous insulin. She remained there for 5 days. She was released on (B)(6) 2025. At the time of the report the patient was feeling fine. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the supplemental MDR, a correction is required due to updated data investigation results. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced an adverse event issue where they felt lethargic, thirsty and was frequently urinating. The patient experienced the symptoms first before she was aware that the sensor fell off. Patient was aware that the sensor fell off while still at the hotel where she stayed (also on (B)(6)). When the patient experienced the symptoms, they were trying to check for the readings but there were no cgm readings on the device and that's when she realized that the sensor was no longer attached to her body. And because of that, the device was not able to give an alert/alarm that the reading was high because there was no reading at all. No fingerstick was taken at that time. Sensor was still working fine before it fell off. So, then she was taken to the hospital by her son. There, a blood glucose reading was taken which was 1100 mg/dl. The patient was treated with intravenous insulin. She remained there for 5 days. She was released on (B)(6) 2025. At the time of the report the patient was feeling fine. No other details were documented. Data was provided for investigation. The allegation was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.